Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that the twist connector at the end of the tubing came off could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010903 because a lot number was not provided by the customer. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.

Event description:
It was reported when using the unvtd bld hand pump w/180 flt ss there was component separation. The following information was provided by the initial reporter. The customer stated: "the connector at the end of the tubing came off and the hand pump does not have an anti-reflux valve.